Event description:
The customer reported they did not know how to code their freestyle flash meter; therefore, was unable to test their blood glucose level. As a result, the customer became lightheaded and fell. The customer also reported losing consciousness for a few seconds. There was no report of treatment or third party medical intervention. In addition, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. This case involves a training issue; therefore, does not involve a product malfunction and no product investigation is necessary. In addition, during the course of troubleshooting with adc customer service, the customer was able to correctly calibrate their meter. Note: the customer reported they have been using the product for 3 years.